Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Deflation resulting in explantation of implant.

Event description:
Alleged deflation.